Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump received 1/24/2024 and tested on 2/15/2024. The results are below: the event log was reviewed and confirms that an abrupt power off took place during an infusion. The line shows a log_event_on with a log_event_off. Refer to the lines below: event 383: log_event_timpstamp time: 23/12/19 21:49:43 eventbytes: 02 23 12 19 21 49 43 fd event 384: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd the reported issue is confirmed. The pump does not meet passing criteria.